Event description:
According to the complainant, during the procedure, the prolieve system's foley balloon appeared to develop a leak. The physician attempted a second prolieve catheter but aborted the procedure due to patient discomfort. The patient's condition was reported as "stable".

Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. A separation gap was observed at the distal bond of the anchoring balloon. Further evaluation found the distal bond of the anchoring balloon delaminated. The customer's complaint is confirmed. A review of the device history record for the prolieve thermodilatation kit lot # 0000605290 was performed, no anomalies were noted.